Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported, one day post implant, that the patient presented to the emergency room as the after care facility noticed the patient's heart rate in the 30's. The patient was asymptomatic. The physician saw pacer spikes with no capture on strips. The patient had bigeminy and was given an IV drug and was observed overnight in the hospital. The implantable pulse generator (ipg) remains inuse. No patient complications have been reported as a result of this event.